Event description:
Rptr had horrific reaction to photonic stimulator beginning at 2nd treatment. Rptr had 8 treatments and at the appt for the 9th treatment the rptr told them to stop the therapy. Initially, the rptr experienced increased circulation in left leg and foot. At the second treatment (2 days later), the rptr experienced a "churning", flushing sensation.